Event description:
Per info forwarded by bausch & lomb. "On 2000 the surgery center performed a phacoemulsification with intraoccular lens implantation on pt. Surgery was performed by md on the right eye. There were no breaks in sterile technique. 6 days later this pt was diagnosed with postoperative endopthalmitis. The cultures showed a gram-negative rod infection."